Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the cause of the lead fracture was not determined, and that it was assumed the lead may have been damaged during the tunneling process. It was stated that the partial component of the lead that was removed was discarded, and not yet been replaced. The extension and ins were implanted and the plan is to connect them with the lead when it is replaced. No further complications are anticipated.

Event description:
Additional information was received from a manufacturing representative. It was reported that the lead was being replaced on (B)(6) 2017. It was also reported that the damage caused originally resulted in high impedance.

Event description:
A healthcare provider (hcp) reported via the manufacturer¿s representative (rep) a broken lead was noted at the time of stage 2 implant of the implantable neurostimulator (ins) and the extension. There were no factors that may have led to this and no diagnostics/troubleshooting were performed related to the issue. As a result the broken lead was partially explanted and the surgeon was going to try and attempt to implant a new lead in the future, but the issue wasn't resolved at the current time. No other complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.